Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Off-label use, using incorrect tools, improper surgical technique, the patient having contraindicating conditions, and excessive force being applied to the implant have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported bruising, swelling, and redness above their ankle. However, it was not warm to the touch and no drainage was present. Additionally, the patient was concerned they had a blood clot. The patient was advised to stop using the device and seek medical attention. As of (B)(6) 2026, the bruising and swelling are gone, the device is working well with no issues, a blood clot was ruled out, and no medical interventions were necessary.